Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor memorygel siltex mod-rnd 400cc gel breast implant, catalog number 3504007, lot number 171014r. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with mentor memorygel siltex mod-rnd 400cc gel breast implant that the right side ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, two devices arrived. The gel contained in both devices appears clear. No foreign material was observed within the devices. Red and white material was observed on the shell surfaces. Mentor product analysis lab discovered a rent measuring approximately 1 cm within a line of shell wear on the posterior aspect of the device a. On device b was noticed a line of shell abrasion on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red and white material found on the devices. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet.postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. On (B)(6) 2018, additional information indicated that the patient also had issue with capsular contracture. On (B)(6) 2018, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504001bc, lot number 7587590, serial number (B)(4), and right replaced with catalog number 3504001bc, lot number 7587590, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).